Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive after water exposure. The reporter noted a crack over the down arrow keypad button, and was unable to confirm whether this occurred before the tactile issues. The patient reportedly did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the pump. The pump display was not functional; a test display was inserted and the pump display was still not functioning. No performance testing was able to be completed. The pump was opened and moisture damage was found inside the pump.